Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vaso view hemopro c-ring broke in half. Procedure completed with the same device. The hospital did not report any patient effects. The c-ring did not break off in the pt., and there was nothing to retrieve. The c-ring snapped in half at the end of the procedure.

Manufacturer narrative:
The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device.. A supplemental report will be submitted if the device is received. A lot history record review was completed for the reported product lot number. There was no nonconformance recorded in the lot history. (B)(4).